Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 550:320. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use and whether the device was in use on a patient when the failure occurred, but no additional information was available. The biomedical engineer also stated there was no report of patient injury or medical intervention caused by this pump.